Event description:
One device had the suture break while knot tightening, both t's remain implanted. The second device had the suture come free from t1. It was reported that surgery was successfully completed using a third fast-fix. In addition, it was reported that no patient injury or complications occurred.